Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the vad coordinator the patient expired due to multi-system organ failure.

Manufacturer narrative:
Section b5: additional information. Details of the patient's stroke are reported under MFR # 2916596-2020-01047. Updated manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events leading up to the patient¿s outcome could not conclusively be established through this evaluation. A specific cause for the patient's infection could not conclusively be determined through this evaluation. It was reported that the patient had usual concerns for right ventricular (rv) failure pre-lvad implantation. The relevant sections of the device history records for pump (documents (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019 via ifs order number (B)(4). Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU lists right heart failure, infection, respiratory failure and renal failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also lists infection and psychosocial issues as potential late postimplant complications that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section contains a subsection entitled ¿right heart failure¿. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had usual concerns for right ventricle failure before the implant operation. The patient was optimized prior to implant. It was noted that the device possibly contributed to the patient's right heart failure. A computed tomography (CT) of the anteroposterior (a/p) and chest was obtained and showed concerns for multifocal bronchopneumonia. The patient's death was not considered to be device related and the device operated as expected. No additional information was provided.

Manufacturer narrative:
Section h6 (patient code): additional information. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome and multi-system organ failure could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported by the vad coordinator that the patient expired due to multi-system organ failure. The account communicated that the device would not be returned. No product is available for an evaluation. The heartmate 3 lvas IFU lists various types of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient was admitted on (B)(4) 2019. Patient had a stroke (left postcentral gyrus) on (B)(6) 2019. On (B)(6) 2019, patient was readmitted to 4rosss for hypotension, acute encephalopathy, with acute on chronic heart failure with new right ventricular dysfunction on (B)(6) 2019, diuresis with lasix drip. On (B)(6) 2019, transferred to progressive care unit (pcu). On (B)(6) 2019, started aquapheresis. On (B)(6) 2019, transferred to intensive care unit (ICU) for fluid overload, continuous positive airway pressure (CPAP) for oxygenation. On (B)(6) 2019, reintubated for hypoxemia and increased work of breathing, chest tube placed for right pneumothorax. On (B)(6) 2019, started continuous renal replacement therapy (crrt). On 26nov, patient was dnr cca after discussion with family extensively. On (B)(6) 2019, transitioned to comfort care today at the request of his family. Family were concerned that his current quality of life and trajectory was not consistent with his goals of care. Subcutaneous emphysema after gill slit procedure with improvement in chest wall crepitus on exam. Encephalopathy (likely multifactorial including delirium, uremia, depression) with waxing and waning mental status. Biventricular systolic heart failure after lvad, hypotension, possible septic shock. Leukocytosis with decreasing pi, decreasing maps. Continue dobutamine, epinephrine, vasopressin. Leukocytosis increased today from 23-->32, concerning for worsening septic shock. We intended to add caspofungin and vancomycin, but family requesting no escalation of care at this time. Acute hypoxic respiratory failure; synchronized intermittent mechanical ventilation (simv) at this time. Acute renal failure on continuous renal replacement therapy (crrt); continue crrt, absolute 0. Acute blood loss anemia; hemoglobin and hematocrit stable. Code status changed to dnrcc-arrest; transitioned to comfort care and removed medical supports when family ready per their request. Heart failure after lvad with right heart failure; cardiogenic shock; transitioned to comfort care - maintained dobutamine.